Manufacturer narrative:
(B)(4). The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed twisted tubing at the drip chamber port. A leak was observed from the drip chamber where the tubing was twisted during under water testing. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set was cracked. It was further specified that when the bag was spiked the fluid poured out of the drip chamber, which appeared to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.